Manufacturer narrative:
(B)(4). It was not reported if the device was available for investigation. Teleflex has requested this information from the customer, but has had no response to date. A visual, dimensional, and functional inspection of the device involved in the complaint could not be conducted since the device sample was not returned at the time of this report. A device history record investigation did not show issues related to this complaint. Customer complaint cannot be confirmed based on the information received. It is necessary to have the device sample to perform a proper and thorough investigation to confirm the alleged defect reported, and determine the root cause. Corrective actions cannot be established at this time. If the device sample becomes available at a later date, this report will be updated accordingly.

Event description:
Customer complaint alleges the device "split between the valve and the catheter".alleged malfunction detected during use. No patient injury reported. Patient condition reported as "fine".